Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with the proglide device via a 5f sheath, using a pre-close technique, prior to an interventional procedure to treat an aneurysm of the thoracic aorta. Reportedly, no suture was present when depressing and removing the proglide device while attempting to switch to an 18f sheath after suture placement. The procedure was completed and hemostasis was achieved with a second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: not all of the device components were returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, a cuff miss occurred with the proglide device. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.